Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm for 30 seconds. At second inflation, the physician tried to raise the pressure at 8atm but was not higher than 6atm and actually about 15 seconds when tried to take longer. However, it was noted that the balloon ruptured. The balloon was removed using normal method without any problem and was dilated in vitro and a pinhole rupture was observed. The procedure was completed with this device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm for 30 seconds. At second inflation, the physician tried to raise the pressure at 8atm but was not higher than 6atm and actually about 15 seconds when tried to take longer. However, it was noted that the balloon ruptured. The balloon was removed using normal method without any problem and was dilated in vitro and a pinhole rupture was observed. The procedure was completed with this device. No complications were reported, and patient was good post procedure.